Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/23/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested: please advise, will the device be returned for evaluation? If yes, please provide tracking number.

Event description:
It was reported that a patient underwent a knee surgery on (B)(6) 2024 and barbed suture was used. The wire has no self-locking effect because it has no anchors (it is smooth). There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4), date sent to the FDA: 11/19/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when did the reported event occurred (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). The following information was received: in contrast to the reference sxmp1b420, which we took out for comparison and for which we can actually feel the anchors. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.